Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) was handed to be deployed once inserted the balloon was inflated and pulled back to the second resistance. The doctor opened the stopcock and checked for temporary hemostasis, he proceeded to shuttle down the polyethylene glycol (peg) plug. Once he shuttled down and pulled back, the white advancer tube was not deployed so he couldn¿t tamp the peg. There were no reported patient injuries. The doctor decided to deflate the balloon and used manual compression. Manual compression was held for fifteen minutes on the groin and the patient was not harmed. The mynx was opened and prepped per the instructions for use (IFU). The device was stored in a cool dark closet. The device was stored in the cath lab for one month. The device was stored and handled according to the (IFU). There was no reported difficulty removing the product from the packaging. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The vessel type was the common femoral artery. The lesion was moderately calcified. There was moderate vessel tortuosity/angulation. There was no stenosis. The device was not returned for analysis. The product history record (phr) review of lot f1912302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the mynxgrip vascular closure device 5f was handed to be deployed once inserted the balloon was inflated and pulled back to the second resistance. The doctor opened the stopcock and checked for temporary hemostasis, he proceeded to shuttle down the peg. Once he shuttled down and pulled back the white advancer tube was not deployed so he couldn¿t tamp the peg. There were no reported patient injuries. The doctor decided to deflate the balloon and used manual compression. Manual compression was held for fifteen minutes on the groin and the patient was not harmed. The mynx was opened and prepped per the instructions for use (IFU). The device was stored in a cool dark closet. The device was stored in the cath lab for one month. The device was stored and handled according to the (IFU). There was no reported difficulty removing the product from the packaging. The user shuttled down completely. There was no significant resistance when shuttling down. The was no unusual force applied when retracting the sheath. The vessel type was the common femoral artery. The lesion was moderately calcified. There was moderate vessel tortuosity/angulation. There was no stenosis. The device was discarded by the hospital.